Event description:
Follow-up report from physician: "removing implant and found what looked like seri in the breast cavity."

Manufacturer narrative:
The event of "abscess" is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported an abscess that developed in a reconstructed breast (side unknown) that may be related to a seri surgical scaffold or gauze. The manufacturer of the device is unknown.